Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she was hospitalized on (B)(6)2015 due to a high blood glucose level of over 600 mg/dl. The treatment for her high blood glucose level in the hospital caused a low blood glucose level. The customer stated that the insulin pump did not cause the high blood glucose adverse reaction. She was under stress. The customer experienced a diabetic ketoacidosis. Customer was wearing the insulin pump at the time of the emergency room visit. The device was not returned.